Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. When the device was returned, it was observed that the needle has been cut from the distal end of the needle cannula. The needle was not returned with the product involved. The cut was made on the proximal side of the dimpled section of the needle cannula and the area that has been cut off has a flattened area, indicating that the needle was cut off. The user facility stated that the needle was cut off and discarded. When manipulating the handle of the device, the needle did not retract back into the sheath. The hub on the proximal end of the handle was disassembled and the needle cannula was not attached to the hub indicating that there was a breakage in the handle. There was glue present inside of the cannula hub. During manufacturing, the needle is glued to the cannula hub. There is a kink in the stylet wire on the proximal end. When the needle is fully extended there is a kink measured at 6 cm from the distal end of the handle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device. Failure to retract needle may result in damage to endoscope." The instructions for use state: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." The instructions for use state: "attach device to accessory channel port. Caution: failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to advancement and/or retraction difficulties. Kinks or bends in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fiducial placement procedure, the physician used a cook echotip ultra fiducial needle. The physician successfully placed two (2) fiducials. After placing the two (2) fiducials, the needle would not retract into the sheath and the user could not place the last fiducial. Per clarification received from the cook representative on 08/24/2016: "the needle tip, including the bevel, was cut off by the customer and thrown in the sharps garbage."